Manufacturer narrative:
The pacemaker was returned due to pocket pain. Interrogation of the pacemaker yielded normal results, and the visual screen was determined to be normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic with symptoms of pain at the pacemaker pocket. The patient suspected that their pacemaker migrated within the pocket, however it was not confirmed via fluoroscopy. The pacemaker was explanted and replaced. The patient was discharged under stable condition.